Event description:
--

Event description:
Boston scientific received information that this patient was admitted to the hospital feeling dizzy and complaining that the device had malfunctioned as shock was delivered by the device. Upon interrogation it was noted that there was no evidence of shock therapy delivered by the device but the device had triggered elective replacement indicator (eri). The patient alleged that the device battery had not lasted long. No adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and will be returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
At this time the device remains implanted. Should additional informaiton become available this investigaiton will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillatio, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.